Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod between 4 and 24 hours, on the abdomen. Symptoms reported include "feeling off" and being tired. The patient reported they were reading "high" and they were on manual mode without a controller connected. The patient stated that they had not eaten since the morning. The patient had fallen and hit their head on the table but reported that the chair they were sitting in was the reason for their fall. When the patient fell, they fell onto their stomach where the pod was applied. When the pod was removed, they found the site to have bruising, an indentation and swelling. While hospitalized, the patient was treated with insulin and long-acting insulin. The hospital removed the pod and trained the patient on applying a new pod. A new pod was applied. The patient was released on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.